Event description:
It was reported that this device exhibited increased impedance measurements on the left ventricular (lv) channel which had exceeded 3000 ohms in one of the configurations. An in range measurements was obtained using lead tip to pacemaker. A boston scientific technical services consultant suggested performing an x-ray to verify lead position. Good impedance and threshold measurements and no stimulation was observed in final configuration. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).